Manufacturer narrative:
Device arrived with complaint of over delivery 1.0 mg instead of 0.1 mg. Ran pvt accuracy test on device. Device delivered 19.21 mg of 20 mg. The tolerance of the accuracy test is +/- 1 mg from 20 mg. Device passed accuracy test. Could not confirm complaint. Device log analysis from r&d: the customer¿s report is not confirmed. There are no entries for programmed dose amount of 1 mg. There are four entries for programmed dose amount of 0.1 mg. There is one programmed dose amount for 0.5 mg in the examined time period. All pca end entries show a delivered volume consistent with the programmed dose.

Event description:
Additional information received stating the pca dosage ws set at 0.1 mg but it delivered 1.0 mg when the patient pressed it. The pump was replaced and therapy was continued. The customer reported there were no adverse effects to the patient due to the incident. The unit was tested following the manuals instruction for continuous delivery accuracy and also took it further by measuring and vertying the accuracy of the pca dose delivery with every press of the button. The results were found to be within the manufacturers set limits. The customer found no evidence that this unit was inaccurate in its dose delivery. The customer used a graduated cylinder as well as a scale for the 0.1 mg measurements. None of his testing results ended up being 10x the set delivery dose on the pump.

Manufacturer narrative:
Additional information in section b5.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a pca 7 that the customer reported during patient use, the device delivered 1 milligram when it was supposed to deliver 0.5. The pump came from the recovery area. There was patient involvement and no adverse event.